Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis found a primary failure of energy recognition failure to be related to the customer reported complaint. The instrument was placed on an in-house system and passed the recognition an engagement tests. The instrument was connected to an in-house energy generator and failed the energy recognition test. The instrument generated message " replace hand piece". The root cause was not determinable. A review of the procedure logs was performed. Per the review, the following was confirmed: system (B)(4), event date (B)(6) 2022 with 3 uses remaining and procedure ovarian cystectomy. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was alleged that the instrument smoked. The allegation could be related to the potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted ovarian cystectomy surgical procedure, the fenestrated bipolar forceps stopped working and produced smoke. The procedure was completed with no reported injury. Intuitive surgical inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.